Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure pusher wire of the stent delivery system (subject device) may have broken or bent inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event cannot be confirmed, and it cannot be confirmed if the device met specification, as the device was not analyzed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the subject stent system was advanced inside a microcatheter, as per the stent dfu, the wingspan system is indicated for use with a balloon catheter. It is probable that was damaged during navigation and during the deployment attempt within the microcatheter, as this is an incompatible device. An assignable cause of user error will be assigned to this complaint, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure pusher wire of the stent delivery system (subject device) may have broken or bent inside the microcatheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.